Event description:
The following detail is given. "Nurse came back to check on patient and found o2 tubing frozen, tank bubling, frozen and resident with burns on face and neck as reported."

Manufacturer narrative:
According to reporter, "the patient received burns on the face and neck. In response to the question, "was the injury life threatning?'', reporter "not reported as such."" Note: the device was brought to caire inc in june 2002 and dewar was replaced. The unit had about 6 years old dewar with no further history of maintenance with caire. Reporter did not reply to my request regarding any plan to test the unit. Caire will continue to make an effort to collect more information or to collect the unit for testing and possibility of finding the root cause of the failure. A follow up report will be submitted upon receipt and testing of unit or if we receive additional information from user facility. Device not returned yet.